Manufacturer narrative:
The root cause of the problem reported by the complainant was a use error, which occurred at 18:53pm on (B)(6) 2022. Specifically, the "biopsy run validated/active" protocol loaded for scheduling in retort a was not executed, because a user selected the <cancel> radio button from the graphical user interface (gui) screen. Consequently, the protocol did not run and the 160 cassettes containing patient tissue samples remained in a dry retort for approximately eight (8) hours until a user started the "biopsy run validated/active" protocol in retort a at 02:57am on (B)(6) 2022.

Event description:
The complainant contacted leica biosystems in relation to histocore peloris 3 rapid tissue processor serial number 45110646 and the following information was documented: "we believe we had a software glitch last night. We reviewed the video and it appears that the tech who started the run did what they were supposed to do. When we came in at 3:00am this morning the peloris [sic] was not started." On (B)(6) 2022, the assigned leica field applications specialist ii (fas) contacted the complainant who advised that the complaint was related to a "biopsy run loaded into retort a around 6:50pm on monday, (B)(6) 2022". Fas review of the instrument logs with the customer indicated that a use error had occurred at 18:53pm on (B)(6) 2022, in which a user selected cancel rather than start for the "biopsy run" loaded in retort a at 18:52 on (B)(6) 2022. Review of the instrument logs also showed no further user interaction with the instrument until "3am the following day". No adverse impact on either the quality of processing of patient tissue samples or any patient(s) was reported by complainant in association with the circumstances involved in this complaint.